Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be spinal pain and failed back surgery syndrome. It was reported that the patient came into the office for a refill on (B)(6) 2018 but they were not able to access the reservoir. An x-ray was taken and confirmed that the pump was flipped. They tried to flip the pump back at that time but they were unsuccessful. The patient was being medically managed with oral percocet as they believed the pump was empty as they were unable to fill it. They stated they would be bringing the patient back in for a revision to flip the pump back. The patient did not have any symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. There were complications at a time of refill and the pump had flipped upside down. The patient did not want anything to do with the pump after that. The pump was not working and was removed 2-3 months ago. The pump was delivering morphine.